Event description:
Boston scientific crm received info that this right atrial (ra) lead was implanted and dislodged the same day. A lead revision procedure was scheduled and to date, no adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.